Event description:
I have medically documented allergies to several compounds, including carba mix, dimethylaminopropylamine, cocamidopropyl betaine, and others. Over the past year, I have endured a series of painful and disruptive vaginal health issues, including treatment-resistant yeast infections and skin sensitivities. It has been an exhausting and emotional experience trying to get answers and relief. In an effort to avoid further reactions, I contacted trojan (church & dwight co., inc.) To ask whether any of my allergens are present in their condoms or lubricants. Despite multiple outreach attempts, including by phone and email, the company refused to confirm or deny the presence of my allergens, citing proprietary formulation protections. Because condoms are FDA-regulated medical devices used on sensitive mucous membranes, this lack of transparency prevents consumers like me from making safe, informed decisions. I am submitting this report, so the FDA is aware of the barriers allergic consumers face when trying to evaluate product safety. I have medical allergies to various compounds, including dimethylaminopropylamine, cocamidopropyl betaine, and others. Over the past year, I have experienced treatment-resistant yeast infections and other skin sensitivities, particularly around sensitive areas such as the vaginal mucosa. As a result, I am highly cautious about the products I use and need full transparency about ingredients, especially when they come into contact with such sensitive skin.